Event description:
It was reported that manufacturer representative (rep) in the or with the patient during a stage 2 and the connectivity test is failing. Rep states the impedances are all over 5,000 ohms. They have tried clearing the port and the extensions, but this did not clear the impedances. Technical services sent email to rep to obtain further details. Caller stated patient was implanted with 1 lead and 2 extensions. With implantable neurostimulator (ins) in place, they were receiving high impedances and tested lead while it was connected to each extension and results continued to show high impedances. Caller didn't have an extension test cable to test lead/extension on their own. Caller stated healthcare provider (hcp) ensured there was no fluid, everything was inserted fully and that set-up was correct but impedances remained. Caller stated they replaced the ins and all impedances resolved and connectivity check passed. Caller has ins to return. Technical services ordered return mailer kit to be sent to caller.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11 for device evaluation.